Manufacturer narrative:
Device evaluation summary: one cadd solis legacy pump was returned for analysis. Visual evaluation of the pump found the pump to be in good condition. Device history identified the reported event in the history. During functional testing, reported issue could not be duplicated. Ec 1870 is caused by motor issue. The passed motor testing. Customer stated issue was not duplicated and could not be confirmed. Problem source could not be identified.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1870. There was no patient involvement.